Event description:
It was reported a 6f angio-seal vascular closure device sts plus was used to seal the arteriotomy site post percutaneous procedure. The pt was discharged home. Sometime later, the pt returned to the emergency room due to pain, was treated and was sent home. The pt returned to the clinic 17 days after the angiogram with symptoms of leg ischemia. A femoral revealed a mild vessel occlusion. The pt was admitted and was placed on coumadin, dose unk. The pt will be monitored and continue coumadin therapy for 1 to 3 months, followed by the removal of the vessel occlusion.